Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97792, lot# n471876, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient experienced no stimulation sensation and stimulation in the wrong location. Last week, the patient was not feeling stimulation anymore. She would be walking and sensation stopped, which had been happening for the last week. The therapy was not covering where the patient liked to have it cover or where it should cover. Therapy was more down the leg instead of where it should cover for the past week. No falls our traumas were reported. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.